Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of 500-600 mg/dl with the pump being the suspected case. Bg was treated by manual injection. The customer was instructed to consult with the healthcare provider regarding bg level.